Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 26feb2021.

Event description:
It was reported that the ventilator had an excessive oxygen pressure alarm. There was no patient involvement. The service engineer (se) inspected the device. The se found that the reported issue was caused by the clogging of the filter, which leads to the excessive oxygen pressure. The se replaced air inlet filter and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.